Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted due to endocarditis with gemella sanguinis after an implant duration of 23 months. The patient had acute renal failure and has been undergoing treatment for dialysis. Hospital records indicate, "she is a (B)(6) female with a history of greater than 10 episodes of nephrolithiasis who initially came into the hospital complaining of nausea, chills, and fevers as well dysuria for roughly 5 days prior to coming to the hospital. She slates she went to her pmd who put her on cipro antibiotics, which patient says that she has been taking, but symptoms have not been improving. Five days later she went back to her doctor, blood tests were done and she was told to come to the hospital because her white blood cell count was very high. On admission, the patient had leukocytosis with wbc greater than 20,000. Initially, she was worked up for uti/cystltis possible nephrolithiasis. Patient had a cat scan of the abdomen and pelvis, which was negative for nephrolithiasis and on ua and urine culture workup was negative for uti. Patient did have an initial blood culture on (B)(6), which came back positive for gram-positive cocci in clusters, which turned out to be sanguineous, because of this finding in the blood and the leukocytosis, the patient was sent for echocardiogram, which was initially negative, but then she was subsequently sent for a transoesophageal echocardiogram, which was done on (B)(6) and this showed aortic valve vegetation consistent with bioprosthetic aortic valve endocarditis. During this time, patient also developed various degrees of second-degree av block. Patient was started on the appropriate antibiotics per infectious disease. All subsequent blood cultures were negative. Patient was taken to the or on (B)(6) and had a replacement of the bioprosthetic valve. She also had a maze procedure. Patient tolerated the procedure well." As per the operative report, "operation is undertaken for relief of symptoms and to avoid the septic complications, as well as to eradicate infection. The valve was well healed into the annulus. The annulus had no signs of destruction but the valve and its sewing ring was covered with a thin layer of vegetation."

Manufacturer narrative:
As the device was held by the hospital and not released for evaluation, the reported event could not be evaluated or confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Endocarditis is an infection of a native or prosthetic valve and is an indication for valve replacement. It may occur early or late after valve replacement and typically results from either seeding of the valve with bacteria at the time of surgery by the operative team or at a later time by an infection elsewhere in the body. There are multiple redundant manufacturing controls that insure the sterility of the valve as provided to the hospital. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.